Event description:
This spontaneous case was reported by a physician and describes the occurrence of headache ("headaches") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. On an unknown date, the patient experienced headache (seriousness criteria medically significant and clinically significant/intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), paraesthesia ("paresthesia of the hands and legs") and myalgia ("muscular pain"). The patient was treated with surgery (removal via salpingectomy is scheduled for (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the headache, asthenia, arthralgia, paraesthesia and myalgia outcome was unknown. The reporter considered headache, asthenia, arthralgia, paraesthesia and myalgia to be related to essure. The reporter commented: patient presented with a letter of the resist group, and demanded essure removal due to her complaints. No causality assessment by physician. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced headaches. A removal via salpingectomy is scheduled. The event is anticipated according to the reference safety information for essure. As no alternative explanation was given, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal will be performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of headache ("headaches") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), paraesthesia ("paresthesia of the hands and legs") and myalgia ("muscular pain"). Essure removal via salpingectomy is scheduled for (B)(6) 2017. Essure treatment was ongoing at the time of the report. At the time of the report, the headache, asthenia, arthralgia, paraesthesia and myalgia outcome was unknown. The reporter considered arthralgia, asthenia, headache, myalgia and paraesthesia to be related to essure. The reporter commented: patient presented with a letter of the resist group, and demanded essure removal due to her complaints. No causality assessment by physician. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-apr-2017 for the following meddra preferred term: headache. The analysis in the global safety database revealed 72 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: reporter did not respond to follow-up attempts. Company causality comment a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced headaches. A removal via salpingectomy is scheduled. The event is anticipated according to the reference safety information for essure. As no alternative explanation was given, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal will be performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced headaches. A removal via salpingectomy is scheduled. The event is anticipated according to the reference safety information for essure. As no alternative explanation was given, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal will be performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is being sought.